Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0dg2y, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Information was received from the consumer that reported the deep brain stimulator (dbs) was removed due to an infection. Additional information received from the health care professional (hcp) reported they had not received any phone calls from the patient in regards to the dbs "dysfunction". The patient was implanted for parkinson's dual and movement disorders.